Manufacturer narrative:
Additional information: the actual device was not available; however, a video of the issue was provided for evaluation. Visual inspection of the video revealed that there was a leak at the replacement line. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that during treatment it was found that a prismaflex m100 set was damaged. There was leak in replacement lines. There was patient involvement however no patient injury and no medical intervention reported for this case. No additional information is available.